Event description:
The customer reported cracks on the insulin pump case, a constant tone and moisture underneath the screen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked case on the liquid crystal display window corners. The insulin pump also had a constant tone and frozen display due to a corroded liquid crystal display and mother board.